Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported device failure to charge. However, based on available evidence and investigations of a similar nature, the reported device failure to charge issue was caused by the software algorithm within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not charging when it was plugged in the main power supply. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was not returned to resmed for evaluation. The astral device was returned to the customer's third party service center for evaluation, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device was not charging when it was plugged in the main power supply. The device was not in use when the fault occurred, therefore, there was no patient involvement.